Event description:
On (B)(6) 2012, the lay user/patient's mother contacted and reported the pump's basal setting was at 0 after having replaced the pump's battery. At the time of the call, the patient's mother mentioned that the patient's blood glucose was running above baseline and averaging 287 mg/dl; however, last blood glucose reading was 130 mg/dl and within target range. The reporter mentioned the patient was "more thirsty than usual" with the elevated blood glucose readings. The patient's mother denied that the patient developed any other signs/symptoms suggestive of hyperglycemia. The patient's blood glucose readings and symptom do not meet animas' criteria of a serious injury. However, the alleged issue with the pump's settings remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump time and date reset to default settings after removing battery. A normal 10 unit audio bolus was performed successful and both were accurately recorded in the pump history. Unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols which has no effect on insulin delivery function. The conclusion was no defect found with the original complaint.